Event description:
It was reported that during a device change out due to inability to interrogate the device, externalized conductors were observed via fluoro. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 43.5 cm was returned for analysis. External insulation abrasions were noted at 7.2-7.3cm, 8.0-9.2cm, and 9.3-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was contact at these locations.

Event description:
New information notes the lead was the cause of the device output damage.